Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that on 2014 or possibly 2013, patient started having neurological issues with their legs. Numerous attempts at diagnosis were made but results were inconclusive. MRI was needed but could not be done because of the implant. After exhausting all the options, it was decided to remove the implant so an MRI could be done. After the removal of the implant, an MRI revealed a mass on patient's spinal cord; and surgery was performed to remove the mass. No further complications were reported as a result of this event.

Manufacturer narrative:
H6: due to imdrf harmonization, method, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the stimulator began to lose its effectiveness in 2014 and into 2015, even after numerous attempts at reprogramming. As a result, the patient saw their hcp on 2015-(B)(6) and, on 2015-(B)(6), the stimulator was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their entire system was removed because it was no longer effective. The patient noted that the explant occurred on (B)(6) 2014. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.